Manufacturer narrative:
The provided lot number v151a600585 is not valid and was therefore noted as ni. The events of "inflammation" and ¿nodular/granuloma-like lesions¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection site if laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvéderm volbella® xc, there is a possible risk of eliciting an inflammatory reaction at the implant site. An inflammatory reaction is also possible if the product is administered before the skin has healed completely after such a procedure. Adverse events: treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. The following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Received voluntary medwatch, (mw5080406) from us food and drug administration. Products indicated are juvéderm voluma® xc, juvéderm volbella® xc, juvéderm® ultra and juvéderm® ultra plus. The event description is "patient was injected with newer generation allergan dermal filler products with vycross technology, including juvéderm voluma® xc and juvéderm volbella® xc, as well as older generation allergan dermal filler procedure products including juvéderm® ultra xc and juvéderm® ultra plus xc over the time. Four months later, patient reported one of the injection sites below the left eye became inflamed and tender. Antibiotics were called in immediately. The next day several injection sties were inflamed. The delayed inflammation appeared in sites that were injected 4-12 months prior. This was immediately reported. The sites affected with inflammation quickly turned to nodular/granuloma-like lesions of the bilateral infraorbital areas, bilateral cheeks, upper lip, bilateral prejowl sulcus and marionette areas. These were the sites injected with newer generation allergan fillers with vycross technology. The juvéderm® ultra xc and juvéderm® ultra plus xc were not affected. Unfortunately, the granulomas have been very difficult to treat. We have tried multiple hylenex injections, hylenex mixed with kenalog 10. Two courses of oral steroid tapers (low and high dose), as well as two different antibiotic courses. Most areas have improved but some of the larger granulomas are still problematic regardless of our meticulous weekly f/u. Patient compliance has been somewhat of an issue because [they] delayed [their] oral steroid use. Injected 1cc juvéderm voluma® xc injected into bilateral prejowl sulcus and nasolabial creases. At an unspecified time later, 1 syringe of juvéderm volbella® xc to bilateral infraorbital areas, upper and lower lip, and bilateral marionette areas, and juvéderm® ultra plus xc 1cc injected into the cheeks and temples. At an unspecified time later, juvéderm voluma® xc injected into bilateral cheeks and 1cc juvéderm® ultra xc injected into bilateral cheeks, mental crease, nasolabial crease. At an unspecified time later, 1 syringe of juvéderm volbella® xc injected into cheeks and lips. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01571 (allergan complaint ID 1719946), MDR ID # 3005113652-2018-01573 (allergan complaint ID 1719966), and MDR ID 3005113652-2018-01574 (allergan complaint ID 1719973). This MDR is being submitted for juvéderm volbella® xc.